Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the device was not repairable and returned the device to the customer to be disposed of. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unexpectedly powering itself on and off. There was no report of patient use associated with the reported event.